Event description:
It was reported that one day post implant, the atrial lead dislodged. The atrial lead was repositioned and remains in use. It was further reported that one day post implant it was suspected that the left ventricular (lv) lead has also dislodged as the lv threshold had increased. The lv lead, under fluoroscopy, had not appeared to have moved. At the lead revision, the physician attempted to move the lv lead deeper into the vein but was unable to do so. After the procedure, the patient was complaining of an uncomfortable sensation with an accompanying loud sound of heart beating in the lower chest. The physician was unable to feel any extra-cardiac stimulation; however it was not possible to find an output in any vector in which the patient had consistent lv capture without the sensation and accompanying sound. The lv lead was turned off and will be reevaluated at another date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 429678 implantable pacing lead: (B)(6) 2013. D224trk implantable cardioverter defibrillator (ICD): (B)(6) 2013. 6947 implantable tachy lead: (B)(6) 2013. (B)(4).